Event description:
Two years following intraocular lens (iol) implant surgery, a consumer reported she is bothered by a black spot in the right corner of her eye which becomes larger when light enters her eye from the right side. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4)